Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold creases, wear abrasion, a curved opening on patch bond edge assessed as smooth opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a smooth opening.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.